Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the battery on the printed circuit board was drained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor had a poor contact. The customer reported during an unknown therapeutic procedure, the scope communication error (error code b30) occurred. The procedure was completed using the same set of equipment. There were no reports of patient or user harm associated.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The customer's complaint of poor contact and error code b30 was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause or a probable cause. Olympus will continue to monitor field performance for this device.